Manufacturer narrative:
The customer declined to provide any additional information. Based on the information provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a vitamin d value of 218 nmol/l, which repeated as 58 nmol/l. The vitamin d reagent lot number was 54735301, with an expiration date of 31-may-2022.